Event description:
It was reported that there was an infection on the right side and they were going to do a revision on the following the date of this report. It was unknown when the infection had started. The implantable neurostimulator (ins) implant area was infected and the patient was put on antibiotics. It was unknown if perioperative antibiotics were administered. It was unknown if the patient had meningitis. Signs and symptoms of the infection had included right side redness at the ins site. The treatment instituted was unknown and the patient outcome was unknown. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0f0du, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0f0du, implanted: (B)(6) 2014, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported there was a procedure for removal and for irrigation and drainage of the right deep brain stimulator battery and extension lead. Pre-operative problems included dyskinesia due to parkinson's disease, abnormal electrocardiogram (EKG) and a soft tissue infection. General anesthesia was used. There had been redness and swelling of the right chest. A computerized tomography (CT) had shown collection in the thorax. Erythema was worrisome for infection for a washout with removal of hardware. Scar tissue was removed proximally and distally from the extension lead, following adequate exposure the extension lead was cut. Exposed wire was removed and the cranial incision was closed. A swab was taken of the area just prior to closure. The right chest incision was opened and purulent fluid was noted and swabbed and some was collected in a syringe. The battery was removed and the extension lead was fully removed. The pocket was copiously irrigated and the pocket was then closed. The pocket swab had a gram stain show 3+ white blood cells but no organisms were seen and there had been no growth after 3 days. The cranial swab had a gram stain show 1+ white blood cells seen but no organisms were seen. Culture results of the cranial swab indicated no predominating pathogens, the culture consisted of 2 colonies of staphylococcus-coagulase negative. The organism was of questionable significance and no further testing would be performed.